Event description:
It was reported by service report that the calf support was not holding due to clamp and screw on the calf support were worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Calf support assembly.